Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with an ez steer thermocool nav 4mm, suffered a cardiac tamponade, which required extended hospitalization. A transseptal puncture was performed with brk needle from st. Jude medical and merit medical sheath. The injury occurred during mapping phase and there was no rf application was performed. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related due to the new users tried to learn how to maneuver the catheter for making heart geometry of left atrium. The patient is reported in stable condition. In addition, in the initial complaint, it was stated that the customer did not have connection on one of the back patches and it did not appear in the carto monitor. The customer switched to ensite velocity system from st. Jude medical and continued the case. This issue is not a reportable malfunction.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 system version 2.3, carto3 external refpatch 6pack - crefp (lot no.ll004529), carto® 3 system interface cable - cr3425ct. (B)(4).